Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that 2 weeks ago the patients implanted neurostimulator battery was dead and it was not working. The recharger was on the docking station and there were 3 green lights on the dock but it did not do anything for it used to buzz when they got it in the right place then it quit buzzing. During the call the patient verified that there was a green light on the charging station and when they took the recharging device off the dock and pressed the power button it seemed to start search for the implant. When the patient attempted to connect the rechargers to their implant, the patient got the message that connecting to recharging was inactive. The patient took the device out of the dock to power it on and position it over their implant and it beeped and then quit beeping. Patient was able to connect to the handset and it showed that the implant was at 50% and therapy was off. The issue was not resolved. The caller was redirected to call back once their implant was charged to turn their therapy back on. On (B)(6) 2026, the patient called back and said it's not working, the recharger does not beep it does not stay on. Worked with patient to try to use the charger however it was not immediately determined what the issue with the recharger was. Suggested to work with the app and the communicator and patient put the charger away. Worked with patient to use their equipment to check their battery level and patient reported seeing: por (power on reset) detected, check the device battery level, therapy has been turned off. Patient turned therapy back on it felt too strong, decreased their amplitude and confirmed it was comfortable, confirmed their ins battery level was 100% reviewed information about recharging after the ins battery is 100%.the troubleshooting steps that were taken on the call resolved the issue. Reviewed some recharging best practice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.